Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on a aviva meter, compared to a lab, within 10 minutes: 8.5 mmol/l (aviva) and 4.9 mmol/l (lab). No adverse event reported. Requested return of suspect device for evaluation.